Manufacturer narrative:
The investigation for the reported noise and high purge pressure has been completed. According to clinical details, nurse was concerned about a humming noise coming from the pump catheter. Additionally, they noted that purge flow rates were "high" but within specification. The pump was not returned for investigation. Field data logs were investigated and there were no signs that purge flow or pressure were abnormal. The only purge related alarms coincide with purge bag changes. Additionally, no other metrics were out of specification. The root cause of the cosmetic defect was determined to be noisy or audible sound.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. The patient was also implanted with an impella cp. During support, the impella rp was making sounds and vibrations with high purge flow errors. There has been no harm or injury to date from the noise and vibration and the patient remained on support for five additional days.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp with smartassist system section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿